Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level was 465 mg/dl. Troubleshooting for high blood glucose was performed. Customer has treated their blood glucose with the insulin pump. Customer's mother called back to perform the high pressure test. Customer was able to pass the high pressure test and was advised to change out the entire set, reservoir, insulin and to treat their blood glucose per health care provider's instructions.